Event description:
The pt had two leads implanted with the same lot number. It was reported the pt's lead has shifted and caused a sterile abscess at the ankle lead site (off label). His physician plans to make a small incision and anchor the lead to the bone. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.